Manufacturer narrative:
The semi-rigid scope has broken light fibers resulting in inadequate visualization capability. The eyepiece is leaking, the cable is leaking at where it is attached to the scope. The image bundle as well as the light bundle were compromised by the leak.

Event description:
Allegedly, during a sialoendoscopy procedure, doctor stated scope visualization was inadequate, so he proceeded with an open procedure and removed a salivary gland that he felt he had to remove anyway. Patient condition post op was good.